Event description:
It was reported that a dissection occurred as a result of the arterial sheath requiring additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During access the arterial sheath of the nps caused a dissection resulting in the inability to cross the lesion. The physician elected to convert the procedure to a carotid endarterectomy (cea).

Manufacturer narrative:
Updated fields: e1- initial reporter email.

Event description:
It was reported that a dissection occurred as a result of the arterial sheath requiring additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During access the arterial sheath of the nps caused a dissection resulting in the inability to cross the lesion. The physician elected to convert the procedure to a carotid endarterectomy (cea).

Manufacturer narrative:
H6: evaluation conclusion code was updated.

Event description:
It was reported that a dissection occurred as a result of the arterial sheath requiring additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During access the arterial sheath of the nps caused a dissection resulting in the inability to cross the lesion. The physician elected to convert the procedure to a carotid endarterectomy (cea).